Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button cover and switch were missing. Additionally, the monitor was unable to recognize a belt. The monitor's belt receptacle was damaged and unplugged the j1001 from the ca board. The root cause of the missing switch cannot be positively identified. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.